Event description:
It was reported that the ventilator generated an unknown alarm. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the monitoring printed circuit board (pcb) was replaced and returned for investigation. Our investigation revealed that when the returned monitoring pcb was connected to a test ventilator, a technical error code indicating a communication failure between the subsystems monitoring and panel was generated. No root cause has been determined however the issue is being monitored for future trends. In case a trend is identified the issue will be addressed to our research and development department for further investigation. We have concluded that there was a random component failure with (B)(4). No device logs have been received. The root cause could not be determined.